Event description:
It was reported this right atrial (ra) lead exhibited variable impedance measurements including measurements as high as 2,383 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).